Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ring was well tightened but it was slipping which made the tracheostomy come out. The patient has a pulmonary pathology that has led to a failure of intubation and therefore to an emergency tracheostomy. Patient had to be sedated over the long term to avoid decanulation. Having a granuloma in the trachea, when the tracheostomy came out, it came up against the granuloma preventing any ventilation. Patient had several fibroscopies to urgently put the cannula back in place. The cannula had to be maintained by adhesives.

Event description:
Additional information received confirming there were no clinical consequence observed, resolved with re-cannulation.

Manufacturer narrative:
Device evaluation: one device was received for investigation. No damage or anomalies were observed during visual inspection. The device was functionally tested to verify its fastening mechanisms, and the device passed this testing and remained secure within specification. Manufacturing device history records were reviewed for the reported lot number, and no discrepancies or anomalies were identified. Based on the testing and available information, the investigation could not confirm the reported issue or identify a root cause. No actions have been assigned at this time.